Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. A replacement charging system was sent to the patient which did not resolve the issue. Additional information revealed the sjm representative met with the patient and was unable to establish communication between the patient's ipg and any external devices. The programmer also reflected a communication error. The ipg was confirmed to be inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model.